Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer complaint that the programmer required multiple disconnection/re-connections of the radio frequency (rf) programmer head before the programmer would start up. The cable insulation was damaged. The rf cable was replaced. (B)(4).

Event description:
It was reported that when the programmer was started, a black screen occurred and the programmer would not start up. The programmer required multiple disconnection/re-connections of the radio frequency (rf) programmer head to correct the issue. The programmer was returned for repair. No patient complications have been reported as a result of this event.